Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was damaged. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to customer. There was no adverse impact to customer¿s blood glucose level.